Event description:
It was reported that the pt had an infection of the soft tissue of unk etiology. After diagnosis by the physicians she was explanted, then after tissue healing she was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.